Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320883, batch no. 9121980. Consumer reported needle clog during injection. Consumer does not re-use. Date of event: (B)(6) 2021.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. Investigation summary: customer returned (5) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogged during injection. All returned pen needles were examined and 2 out of 5 samples exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the pen needle properly. All remaining samples were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (bent non patient end of the cannula). Root cause is user related. The non patient end of the cannula was bent during use of the product by the customer.

Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320883 ,batch no. 9121980, consumer reported needle clog during injection. Consumer does not re-use. Date of event: (B)(6) 2021.